Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of seal component separation, as the shield, a clear plastic internal component of the seal, had detached from the seal. Based on the description of the event, it is likely that the reported event was caused by an asymmetrical instrument being inserted or removed through the seal in a non-axial manner. The instructions for use states, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: gastric band. Event description: complaint 1 o f 2: (B)(4). Complaint 2 of 2: (B)(4). Information received from applied medical representative via phone 15may23: during bariatric surgery procedure a component (septum) of the seal fell inside the patient during insertion of the gastric band. This is the second time that this type of incident occurred. First occurrence of this event has not been declared by the hospital. Information received from product complaint form (B)(6) 2023: during bariatric surgery procedure a component (septum) of the seal fell inside the patient during insertion of the gastric band. No clinical impact on the patient as a result of the event. Another trocar applied was used to resolve the situation. Information received from applied medical representative via email 17may23: all pieces of the septum retrieved from the patient. I think the part was torn off. The surgeon passed a gastric band at the time of the incident. Grasping forceps were used prior to the incident. The part was the septum. No internal seal components were removed or cut in order to inspect the damaged component. The same model trocar was used to resolve the situation. Information received from applied medical representative via email 22may23: the patient is fine. Type of intervention: another trocar applied (c0r47). Patient status: the patient is fine.